Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the shroud cover on this has cracked and should be covered under the warranty since the lift is less than a year old. The base cover has cracked- he states that they can't use because someone's legs could get caught in the crack.